Event description:
Patient reports pump wouid not hold syringe. Patient has been using a freedom 60 pump for 13 years, so unlikely due to additional training needed. No other information known. Lot number unknown. 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Not applicable. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? Yes. Patient finished dose manually. No missed dose. Indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to (B)(6) by: patient/caregiver.